Event description:
Not working properly. Manufacturer response for automated suture fastening system, cor-knot (per site reporter). Formal complaint logged. Product returned using vendor's fedex acct for investigation.